Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion.  An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In this case, the cause of the valve stenosis could not be determined. It is possible that patient factors (the progression of pre-existing disease processes) may have been a contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 5 years post tavr with a 26mm sapien xt valve in the aortic position, the patient presented with stenosis. A second valve (23mm s3) was implanted in 80:20 position and had no paravalvular leak (pvl). Mean gradient (mg) was 15mmhg, and post dilation was performed with a 22mm true balloon and mg was 9mmhg. The patient remained stable throughout and was transferred to the floor.  Per medical records, the patient has had a history of bicuspid aortic valve stenosis status post aortic valve replacement in 2004 with a non-edwards mechanical valve, followed by a redo aortic valve replacement with a bioprosthetic valve in the same year due to bacteremia endocarditis, followed by a third aortic valve replacement with a 26mm sapien xt valve in 2014.  The patient was recently admitted to the hospital with symptoms of decompensated heart failure and diarrhea.  The patient has had diarrhea for over a month.  Recent echo shows mean gradient of 41 mm hg and aortic valve area of 0.9 to 1 cm2. The left coronary cusp of the aortic valve is calcified, the bioprosthetic leaflets are thickened and motion restricted. No significant regurgitation was noted. Tee revealed that the xt valve leaflet excursion appears to be restrictive, this findings are consistent with recurrent severe aortic stenosis.  A new valve was implanted with good results.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.